Manufacturer narrative:
The subject cv-290 was returned to olympus for evaluation. Olympus confirmed the following things. When the power switch of the subject cv-290 was turned on, the power failed to turn on. The power supply unit inside of the subject cv-290 failed to run. There were signs of moisture ingress and the burn mark on the inside board of the power supply unit. There is no abnormality on the outside and inside appearance of the subject cv-290 other than the power supply unit. Based on the evaluation results, olympus considers that the failure to turn on of the subject cv-290 was caused by the failure of the power supply unit. In addition, there was a possibility that the failure of the power supply unit, the spark and the unspecified noise were caused by following. The electric element on the inside board of the power supply unit was made a short circuit by moisture ingress due to inappropriate handling by the user. The short circuit caused the breakdown of the electric element. At that moment, the short-circuited element sparked and an unspecified noise occurred. The instruction manual states the proper handling method of the cv-290 and the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject cv-290 was returned to olympus for evaluation. Olympus will investigate the subject cv-290 to determine the cause of this phenomenon from now on. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection before the unspecified colonoscopy with the cv-290, the subject cv-290 sparked and made an unspecified noise. Then, the subject cv-290 could not be turned on. There was no report of the patient¿s and the user¿s injury regarding this event.